Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on october 04, 2019 due to hyperglycemia, diabetic ketoacidosis, and coma. The customer's blood glucose level was 999 mg/dl at the time of the incident. The customer stated that the blood glucose was elevated 6 weeks ago, and they ended up going to the hospital in a coma. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer does not allege that the insulin pump was under delivering. The customer was not calling back to perform a high pressure test. The customer reported that they have a back-up plan available. The customer stated that the insulin pump was not recognizing the sensor. The customer stated that the insulin pumps battery timed out, and the insulin pump was without power overnight, and when they changed the battery the insulin pump appeared to be working but the transmitter was not connecting to the insulin pump. The insulin pump was in auto mode at the time of the incident. The customer was unable to complete carelink upload. The customer reported that the insulin exited at the quick release. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.